Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Myocardial infarction and thrombosis are listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use as known adverse events of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported the procedure on (B)(6) 2012 was to treat a lesion located in the 90% stenosed, proximal left circumflex (lcx). After intravascular ultrasound (ivus) and predilatation was performed a 2.5x8 mm xience v stent was implanted at 9 atmospheres and a kissing balloon technique was performed between the lcx and the high lateral. After ivus was performed, the procedure was finished successfully. On (B)(6) 2013, coronary intervention was performed for treatment of a myocardial infarction, during which the proximal and mid lcx was treated. When ivus was performed it was observed that part of the 2.5x8 mm xience v stent was not fully expanded and thrombus was observed. A kissing balloon technique was performed and a 2.25x18 mm xience prime sv stent was deployed in the distal segment of the obtuse marginal. Patient has recovered but is still in hospital. No additional information was provided.